Event description:
It was reported that pump experienced malfunction alarm with code 12 and related fault indicator, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance from representative, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction appeared again, which customer acknowledged and understood.